Event description:
A pt reported blood glucose results of 147 mg/dl, 0 mg/dl, 153 mg/dl, 146 mg/dl and 135 mg/dl with a lifescan meter performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.